Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report "no oxygen inhalation" was displayed when the non-invasive ventilator turned on. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2023, (B)(6)2023 and (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address:: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that when the non-invasive ventilator was turned on, an error message of no oxygen inhalation was displayed. It was reported there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.